Manufacturer narrative:
Updated information: b5 (event description) and h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the field service report, device data logs and two provided image for the reported arm cart assembly. Evaluation of the first provided image showed an error message on the operating room team interface stating "arm 2: danger: mechanical unlocking of the active instrument drive unit. Retract the instrument; remove the arm from use. Contact medtronic support.¿ and "arm 2: warning: irreversible arm error. Follow the arm-specific notification or remove the arm from the use and disconnect the arm to continue". The second image attached showed the robotic arm in an extended state where the instrument drive unit is partially shown. Review of the field service notes indicate the instrument drive unit had an accidental activation of the mechanical release by the operator. The arm cart assembly is reported to have been in a fully extended draping position. The instrument drive unit was reseated back in place and the arm cart assembly is fully functional now. Evaluation of the device data logs indicate that an error code was triggered on the arm cart assembly. This error is associated with 'z-slide emergency release'. There was no other observed issues prior to the activation of the e-release. Pulling the e-release will put the arm cart assembly in a non-recoverable error. Evaluation of the arm cart assembly was confirmed. The most likely cause could be traced to mishandling of the instrument drive unit and causing the mechanical e-release error to occur, which is a user error. The instructions for use warns users to "only activate the instrument drive unit mechanical release to withdraw an instrument if the arm has lost power. Activation of the mechanical release during normal use can cause incorrect movement of the instrument in the patient, potentially resulting in patient injury. The arm will be unusable until is is reset by medtronic service. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic rectopexy procedure, during operating room (or) preparation, the circulating nurse inadvertently activated the mechanical release of the instrument drive unit (idu) while the arm cart assembly (aca) was fully extended for draping. This resulted in the mechanism being disengaged unexpectedly, making it impossible to continue using the arm. As this was a three-arm procedure, the affected arm was transported out of the or in its extended position and replaced by the fourth arm (aca4- c23tlg1117) available onsite to resolve the issue. After powering on, the aca4 was detected by the tower, and calibration was initiated from the operating room team interface (orti). The calibration process began with the usual sound, but the arm did not perform its standard calibration movements. About two minutes later, an arm calibration error appeared, indicating to check if some buttons were pressed. Re-calibration could not proceed until the arm was unplugged. Following the error message instructions, aca4 was disconnected and then reconnected. Once aca4 got recognized again, all buttons and contact sensors were carefully inspected. On the second attempt, aca4 got calibrated successfully. There was approximately a fifteen minute delay. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic rectopexy procedure, during operating room (or) preparation, the circulating nurse inadvertently activated the mechanical release of the instrument drive unit (idu) while the arm cart assembly (aca) was fully extended for draping. Which resulted in the mechanism being disengaged unexpectedly, making it impossible to continue using the arm. As this was a three-arm procedure, the affected arm was transported out of the or in its extended position and replaced by the fourth arm available onsite to resolve the issue. There was approximately a 15-minute delay. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.